Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered to 45 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer drank juice and ate protein to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.